Event description:
It was reported that the vns patient underwent generator replacement surgery on (B)(6) 2014 due to end of service. The explanted generator was returned to the manufacturer for analysis. An end-of-service warning message was verified and found to be associated with the output being disabled by the pulse generator. Burn marks were observed on the pulse generator case, which indicated that the pulse generator may have been exposed to an electro-cautery tool during device explant. A reset of the pulsedisable bit in the generator memory was performed to allow for an output to once again be provided by the generator for subsequent testing. The pulse generator diagnostics were as expected for the programmed parameters. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The generator showed an non-ifi condition. A battery life calculation resulted in greater than ten years remaining before the near-end-of-service (neos) flag would be set. Other than the noted event, there were no performance or any other type of adverse conditions found with the pulse generator.

Manufacturer narrative:
Date of this report, correction data: the initial report inadvertently reported the date incorrectly. The date should have been 08/27/2014. Date received by manufacturer, correction data: the initial report inadvertently reported the date incorrectly. The date should have been 08/27/2014.

Manufacturer narrative:
Date of event, corrected data: the initial report inadvertently reported the incorrect date. Describe event or problem, corrected data: the initial report inadvertently reported the report and there was no device malfunction suspected during implant.

Event description:
Based on the analysis results, there does not appear to have been a device malfunction with the generator. The issue appears to have occurred at explant.